Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.